Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl. The customer checked their blood glucose by glucometer, it was 47 took it again different finger and it went up to 160, took again different finger and it was 168 took blood glucose again using first finger and it was 144 next finger 115 next one 135 mg/dl. Product will not be returned for analysis.